Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 190 mg/dl. The customer was treated with manual injection for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated insulin pump had no delivery alert. Customer stated insulin did exit at the quick release. Customer performed troubleshooting for high blood glucose. The device will not be returned for analysis.